Event description:
Sudden cardiac arrest in a pt who had undergone type iii truncus arteriosus repair on the eight day of life using a medtronic contegra bovine jugular valve conduit and was found at autopsy to have two occlusive white-tan emboli that were found at the pulmonary artery bifurcation at the distal aspect of the contegra conduit. The emboli were concave and cusp-shaped, with a gross appearance similar in size and shape to the valve leaflets of the valve present within the valve conduit. At the site of the bovine jugular valve a cast was removed at one of the valve cusps, this cast was similar in appearance to the emboli described above. Microscopic examination of the casts showed fibrin without organization or neovascularization. All anatomoses were found to be intact, and the coronary arteries were free of occlusion. The heart was grossly enlarged but showed no evidence of a myocardial infarction. No anticoagulation was used on this pt, and on post-operative days 6 and 16, echocardiography did not show any intercardiac masses or thrombi.